Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-mar-2019 with the following findings: during investigation, the pump was returned with the rubber cover detached from the keypad. All keys were unresponsive. The the plastic cover was removed to find contamination under the all the button contacts. The up arrow, down arrow, and contrast buttons had inverted button contacts. The audio bolus button was intact and was unable to be tested due to the keypad not working. Unrelated to the original complaint, the display was dim and pink, and the battery compartment was cracked from the top above the pad to the cover part.